Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: light is very dull and does not stay on. Assesed by biomedical technologist assistant. Customer confirmed no patient incident. No negative impact in state of health reported.

Manufacturer narrative:
Additional information: additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).